Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Attachment: [article cn-025996.pdf].

Manufacturer narrative:
Dates of event and implant: estimated dates. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effects of thrombosis, hemorrhage and cerebrovascular accident are listed in the xience v and xience nano everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effect of death referenced is being filed under a separate medwatch report #.

Event description:
It was reported through a research article identifying xience stents that may be related to the following:death, stent thrombosis, bleeding events and ischemic events. Specific patient information is documented as unknown. Details are listed in the attached article, titled "drug-eluting versus bare-metal stents in older patients: ameta-analysis of randomized controlled trials".